Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reports that his hearing perception with the device has changed over time. At the moment the patient has 6 functional/activated electrodes. The electrode 5 and the electrodes 8 to 12 are deactivated because there is no hearing sensation.

Manufacturer narrative:
Additional information: since the device is not available to the manufacturer for examination, no device investigation was conducted. If the device is received in the future, the case will be re-opened and the device investigated. In accordance with the information in the patient report, it is assumed that it possibly failed due to a partial active electrode migration into the middle ear, as suggested by diagnostic images. However, to confirm a root cause of failure an investigation of the explanted device will be necessary.

Event description:
The patient reports that his hearing perception with the device has changed over time. At the moment the patient has 6 functional/activated electrodes. The electrode 5 and the electrodes 8 to 12 are deactivated because there is no hearing sensation. All external parts were checked. In situ measurements show 1 channel with high impedance. Reportedly, there was a full insertion during implantation surgery. A CT-scan shows that there is no full insertion anymore, some contacts are outside the cochlea. Surgery has been scheduled. The patient was re-implanted on (B)(6) 2016. Despite several requests, the explanted device has not been received for investigation by the manufacturer yet.